Event description:
Nellcor puritan bennett received a call from a user facility representative on 08/18/1999, who called to report the following problem: all leds on with constant single tone alarm. No patient harm.